Event description:
The reporter states that she obtained the blood glucose comparison of 350 mg/dl and 60 mg/dl on the accu-chek compact plus sys. The results were obtained within a 10 minute timeframe. The reporter ate candy to treat herself and felt better 30 minutes later. No adverse event reported. New sys sent to customer and return requested.